Manufacturer narrative:
This report is submitted on january 16, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). It is unknown if the patient will be re-implanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on february 11, 2019.